Event description:
On (B)(4) 2012, the reporter contacted lifescan USA, alleging inaccurate results. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the control solution test results are inaccurately low out of the control solution range. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.